Event description:
It was reported that during a da vinci myomectomy procedure, while the surgeon was removing a fibroid, a "clear amber spool" fell out of the distal end of the permanent cautery hook instrument. It was additionally reported "the cables of the lateral side appear to be looser than the other side". The broken piece was immediately retrieved and the procedure continued with a replacement permanent cautery hook instrument. The planned surgical procedure was successfully completed and not significantly lengthened. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval, a follow-up MDR will be submitted.